Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient complained about infusion sets was fell off during use. The infusion set is long for 48 hours. No further information available.